Manufacturer narrative:
Model number: 72404310, lot number: 1000207572, model description: pump ms.

Event description:
It was reported that the right cylinder and pump of the inflatable penile prosthesis (ipp) device was explanted due to a "bent penis and dimple pump." A new ipp pump and a new 15cm x 12mm cylinder was implanted on the right side. Additional information received states issues with the device began two weeks prior to surgery. The suspected cause of the pump issue was not found. The physician does not believe there is a relationship between the patient's bent penis and the device. He believes it is due to the patient's physical condition. The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinder was visually inspected and functionally tested; no leaks were found. The cylinder performed within specification. Product analysis did not identify a device malfunction in relation to the cylinder. Analysis is unable to confirm the allegation related to a "bent penis". The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. Device analysis was unable to confirm a device malfunction. D4: model number: 72404310. Lot number: 1000207572. Model description: pump ms.

Event description:
It was reported that the right cylinder and pump of the inflatable penile prosthesis (ipp) device was explanted due to a "bent penis and dimple pump." A new ipp pump and a new 15cm x 12mm cylinder was implanted on the right side. Additional information received states issues with the device began two weeks prior to surgery. The suspected cause of the pump issue was not found. The physician does not believe there is a relationship between the patient's bent penis and the device. He believes it is due to the patient's physical condition. The patient was doing well following the surgery.